Event description:
Country of complaint: (B)(6). Complaint states: suturing uterus with continuous stitch, knotting not reached when needle detached.

Manufacturer narrative:
Mfg site eval: samples rec'd: 1 open and 38 unopened pouches. There are no previous complaints of this code batch. There are no units in OEM stock. OEM rec'd 38 closed samples and one open sample with a tread inside, there is no needle connected to the thread. Tightness test to the samples rec'd has been performed and the units are tight. OEM tested and needle attachment of the samples rec'd and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this prod had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on prod: na. Corrective/preventative actions: na.